Event description:
Pt underwent a procedure for l4-s1 decompression and fusion with click'x and pedicle screw fixation with local bone graft, mtf cortical allograft and dbx putty and mix. Pt experienced exacerbation of low back pain and x-ray taken post operatively noted the locking cap at the right l4 pedicle screw had become displaced. Surgeon indicated pt is not ready for surgery to remove the hardware at this point, and recommended injection to bursa at right l4 screwhead.

Manufacturer narrative:
Subject device remains in the pt. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.